Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. Discarded by customer.

Event description:
It was reported that the patient presented with a grade one spondy at c4-5 for surgery following a one level anterior cervical discectomy and fusion (acdf) at c4-5. The hardware remained intact following patient trauma after the initial surgery on 7-18-2013. It was reported that the patient has autism, disregarded post operative orders to wear a neck brace, and trauma resulted in mal alignment of the cervical spine at c4-5 with no sign of hardware failure. On (B)(6) 2013, the patient's hardware was removed and his spondy was reduced at c4-5 and new hardware was put in place to stabilize the patient. This medwatch report is being submitted for the adverse event that resulted in the need to explant the following devices: skyline plate, catalog# 186801012, qty = 1. Skyline constrained self tapping screws, catalog# 186862014, qty = 4. Bengal cage, catalog# 187301105, qty = 1.

Manufacturer narrative:
Investigation detail: the product samples are not being returned for evaluation as they were discarded by the customer. A device history record (DHR) review could not be conducted as the lot numbers of the devices were unknown. A review of the x-ray by depuy synthes spine medical director was conducted and it was noted that based on the limited imaging provided, it does not appear that the device construct has broken. The c4 spinous process appears on this single image to be fractured/minimally displaced, which would indicate trauma. It is possible that the trauma indicated in the complaint may have caused the fracture to the spinous process and contributed to the event. A review of the complaint trend analysis found no observed trends for issues of this nature. The root cause is undetermined as it cannot be definitely determined from the returned images although the trauma indicated in the complaint may have been a contributing factor. Therefore, in the absence of the product samples, lot number, or observed trend, this complaint will be closed with no further action required. If the complaint product samples become available, the complaint file will be re-opened and the product evaluated.